Event description:
Same case as MFR# 2134265-2012-00770. It was reported by the patient's family that post a stenting treatment procedure stent thrombosis occurred and the patient expired. In (B)(6) of 2011, the patient presented to the hospital and a heart blockage was found. The patient was thought to be a good bypass candidate; however, eight days later a 3.00x32mm ion stent along with a 2.25x16mm ion stent were implanted in an unspecified lesion. Five days later the patient started experiencing chest pain and two days later the patient expired. It was noted that the patient remained hospitalized from the time she presented until she expired. The physician stated to the family that a blood clot most likely caused the patient's death. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).